Event description:
It was reported that stent damage occurred. The target lesion was located in left main coronary artery. A 3.50 x 16 synergy ii drug-eluting stent was advanced for treatment. However, during the procedure, the stent was deformed. The device was removed and the procedure was not completed due to same device unavailable. There were no patient complications nor injuries reported and the patient's status was stable. It was further reported that the target lesion was 90% stenosed, moderately tortuous and moderately calcified and it was noted the stent struts were deformed.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 3.50 x 16 mm stent delivery system was returned for analysis. A visual examination of the stent identified that the crimped stent was damaged on the distal section of the stent with struts squashed and deformed. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube found no issues with the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and visual examination of the inner lumen found no issues with the extrusion shaft. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in left main coronary artery. A 3.50 x 16 synergy ii drug-eluting stent was advanced for treatment. However, during the procedure, the stent was deformed. The device was removed and the procedure was not completed due to same device unavailable. There were no patient complications nor injuries reported and the patient's status was stable. It was further reported that the target lesion was 90% stenosed, moderately tortuous and moderately calcified and it was noted the stent struts were deformed.

Manufacturer narrative:
B5 - event description updated.

Event description:
It was reported that stent damage occurred. The target lesion was located in left main coronary artery. A 3.50 x 16 synergy ii drug-eluting stent was advanced for treatment. However, during the procedure, the stent was deformed. The device was removed and the procedure was not completed due to same device unavailable. There were no patient complications nor injuries reported and the patient's status was stable.